Event description:
It is reported by the surgeon that the nail broke one month after implantation on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the trochanteric nail kit, ti gamma3 ø11x200mm x 125°to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the posterior web and with a certain delay in the anterior web as well. Significant material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by early high load bearing with the lag screw during the period of implantation. Corresponding damage was found on the shaft of the lag screw. The lateral edge of the posterior bridge of the proximal drill hole had become significantly damaged due to contact with the lag screw stepdrill. Such ¿ not intended ¿ material damages cause additional notch effects. Distal drill holes: damage observed was caused during screw insertion/removal and worn areas indicate high/permanent load being applied to the nail. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the posterior bridge). Additionally significant material abrasion and deformation (friction marks in the screw hole) indicates early high load application by the patient. The IFU includes several warnings, contraindications and adverse effects (implant damage, obesity, full weight bearing, long implantation time, non-unions).

Event description:
It is reported by the surgeon that the nail broke one month after implantation on (B)(6) 2014.